Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. The complaint was confirmed. In addition, foam contamination was found inside the blower kit. Displayed error code e007(err_software error) and e0053 (err_comp_log_sem_timeout error). The device was scrapped. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.